Manufacturer narrative:
Patient identifier - (B)(4). Weight - approximately 121kg. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. See MDR 3013394970-2017-00541 for the second device that was involved with the reported event.

Event description:
The user facility reported insertion difficulty. The following information was provided by the user facility: the end of the dilator sheared off and was left inside the patient. It was reported that the removal of the procedural sheath and the advancing of the angioseal all went in with a little difficulty but just individual. The angioseal part was not actually deployed. It was reported that they felt there was issue getting the wire and dilator out of the sheath, so aimed to use a new angioseal. When trying to get the wire and dilator down, there was difficulty in getting the dilator down and out, then noticed it had broken off. We were unable to advance anything down the angioseal sheath so the end had come off in sheath. The sheath was removed using femostop for haematosis, and no end in sheath when cut through it. It was reported that the patient went home with a possible scan, it never happened. The patient called the day after discharge to report a piece of plastic had come out of his leg. It was reported that a scan was done with no harm. It was reported that it must have been in adipose tissue. Additional information was received on 10/31/17. No issues with patient, stable after case, left the cath lab with a femostop for hemostasis as issue with angioseal sheath. Additional information was received on (B)(6) 2017. The angio-seal that was advanced with a little difficulty is the same on which they observed the broken part. It was stated that the facility aimed to use a new as but the issue was in fact discovered during removal of the first as. They did not proceed to use a second angioseal but used femostop for haemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A distal part of arteriotomy locator of one 8f angioseal was returned for evaluation. No other components of the device were returned. Dried blood like substance could be seen on the inner lumen of the returned piece. Based on microscopic analysis of the returned device and available event information, it is likely that the dilator experienced high longitudinal and torsional stresses while the user attempted to reposition and remove the device leading to eventual fracture as seen. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.